Manufacturer narrative:
Another contact info: (B)(6). Esp reviewed the alarm and during the call the alarm occurred again. The customer stated that the iab fill key was not used to reset the alarm and there was visible condensation in the helium tubing. Troubleshooting revealed a large dependent loop in the helium tubing where the condensation was accumulating. Esp directed the customer to remove the loop and straighten it as best possible as it comes from the patient. There were no signs of blood in the helium tubing, and all connections were secured. Esp guided the customer in resuming therapy with the iab fill and start keys and reviewed the use of the help key for any alarms and messages. The customer stated that condensation looked reduced since straightening the tubing and resuming therapy. Troubleshooting was performed with the customer and determined that the device was working as intended. No patient harm or injury was noted. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patient¿s clinical picture. The alleged issue was not related to a device malfunction, rather user error, patient¿s clinical status.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had gas loss alarm. Nurse stated the alarm only occurred once but he would like to understand why it occurred. Esp personnel reviewed the alarm and during the call the alarm occurred again. Nurse stated they did not use the iab fill key to reset the alarm and that there is visible condensation in the helium tubing. Troubleshooting revealed a large dependent loop in the helium tubing where the condensation is accumulating. No harm or injury to the patient was reported.